Event description:
Th e pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt reported red heart alarms. When the pt presented to clinic, pump stoppage events were found in the event log history. In addition, it was reported that the distal end bend relief has separated from the metal connector. Pt to be admitted and event log history and x-rays to be submitted. Distal end bend relief has been secured. Eval and repair will be requested if needed.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.